Event description:
A healthcare facility reported in brazil via a fisher & paykel healthcare (f&p) field representative that on (B)(6) 2025, an opt944 optiflow + nasal cannula was found damaged during patient use. The healthcare facility stated that the subject device had been in use for 78 hours. The healthcare facility stated that prior to the reported event, the patient had been admitted to the ICU on (B)(6) 2025 with progressive dyspnoea and hypoxemia and had been diagnosed with bleomycin-induced pneumonitis. The healthcare facility stated that the patient initially had acute respiratory failure and was receiving non-invasive ventilatory support but was later transitioned to nasal high flow therapy. The healthcare facility stated that on (B)(6) 2025, the patient reported that the subject device was broken and leaking. The healthcare facility reported that the patient's spo2 had decreased to approximately 85% and that the patient experienced "mild discomfort and a slight increase in respiratory rate". The healthcare facility reported that the subject device was then replaced, resulting in an "immediate improvement in spo2, which reached 100%". The healthcare facility stated "the patient remained stable after the event and continued to use nhf" and that "the event did not result in a worsening of his respiratory condition or the need for ventilatory support". There were no further patient consequences reported by the healthcare facility.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing f&p's investigation. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the opt944 optiflow + nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers and are also compatible with the f&p mr850 and 950 humidification system devices. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times.

Event description:
A healthcare facility reported in brazil via a fisher & paykel healthcare (f&p) field representative that on (B)(6) 2025, an opt944 optiflow + nasal cannula was found damaged during patient use. The healthcare facility stated that the subject device had been in use for 78 hours. The healthcare facility stated that prior to the reported event, the patient had been admitted to the ICU on (B)(6) 2025 with progressive dyspnoea and hypoxemia and had been diagnosed with bleomycin-induced pneumonitis. The healthcare facility stated that the patient initially had acute respiratory failure and was receiving non-invasive ventilatory support but was later transitioned to nasal high flow therapy. The healthcare facility stated that on (B)(6) 2025, the patient reported that the subject device was broken and leaking. The healthcare facility reported that the patient's spo2 had decreased to approximately 85% and that the patient experienced "mild discomfort and a slight increase in respiratory rate". The healthcare facility reported that the subject device was then replaced, resulting in an "immediate improvement in spo2, which reached 100%". The healthcare facility stated, "the patient remained stable after the event and continued to use nhf" and that "the event did not result in a worsening of his respiratory condition or the need for ventilatory support". There were no further patient consequences reported by the healthcare facility.

Manufacturer narrative:
(B)(6). Corrected data: b4, g3, g6, h2, h6. Product background: the opt944 optiflow + nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers and are also compatible with the fisher & paykel healthcare (f&p) mr850 and 950 humidification system devices. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times. Method: the complaint opt944 optiflow + adult nasal cannula was not returned to f&p for evaluation. F&p's investigation is based on the information and the photograph provided by the healthcare facility, previous investigations of similar complaints, and f&p's knowledge of the product. Results: visual inspection of the photograph provided by the healthcare facility revealed that the tubing of the opt944 optiflow + adult nasal cannula was torn near the 3-way connector. The film of the tubing was wrinkled which indicates the damage was consistent with an external force being applied to the tubing. The healthcare facility reported that the patient's spo2 had decreased to approximately 85% and that the patient experienced "mild discomfort and a slight increase in respiratory rate". The healthcare facility reported that the subject device was then replaced, resulting in an "immediate improvement in spo2, which reached 100%". The healthcare facility stated, "the patient remained stable after the event and continued to use nhf" and that "the event did not result in a worsening of his respiratory condition or the need for ventilatory support". There was no further patient injury reported by the healthcare facility. Conclusion: f&p's investigation was unable to determine the exact cause of the observed damage to the opt944 optiflow + adult nasal cannula. Based on f&p's knowledge of the product and the photograph provided by the healthcare facility, the tubing was likely subjected to excessive force. F&p's manufacturing controls for the optiflow + tubing include inspections during production for visual defects including cracks, tears, moulding defects, contamination, inclusions, discoloration and stretching or deformation. The subject opt944 optiflow + adult nasal cannula would have met the required specifications. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula, including ensuring the head strap clip and the tubing clip are appropriately attached. The user instructions also state: - "do not crush or stretch tube, to prevent loss of therapy." - "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." - "cannula can become unattached if not used with the head strap clip." - "attach tubing clip to clothing/bedding to prevent cannula from pulling off face." - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "failure to use the set-up described above can compromise performance and affect patient safety."